Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the vividimage 4k surgical display and could not duplicate the reported event. The technician provided a replacement vividimage 4k surgical display, tested the function and operation of the unit, confirmed the system to be operating to specification, and returned the system to service. No additional issues have been reported.

Event description:
The user facility reported that their vividimage 4k surgical display was flickering and showing lines on the display. No report of injury.